Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they have been sick lately and that they could feel the device putting pressure on the surgical site and they turned it down to 0.0v but when they sat or lay down , they could feel it and it was painful and also could feel the pulses sometimes down their right leg, they have to lower it or turned it off. Patient also started that uncomfortable stimulation started 6-7 months ago. There was no falls or trauma related to this issue and patient was redirected to follow up with their health care professional. No further complications were noted or anticipated